Event description:
Lvad blood pump was implanted in 2007. Pt was removed from support after 14 days due to perforation/hole in outflow bladder, which caused air in lines. Pt is still alive, but has air embolization in brain. Incident occurred at hospital.

Manufacturer narrative:
Examination of the device revealed a pinhole in the outflow bladder. Initial analysis indicates that the pinhole may have been caused by running the device at low flows over an extended period of time. Specific pt treatment info is needed to confirm this hypothesis. However, this info has not yet been provided to the MFR. Final conclusion will be provided in follow-up report.